Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported that the reservoir and infusion set had small air bubbles. The customer adds oil to every new reservoir before filling it with insulin. Customer's blood glucose level was 138 mg/dl. The device was not returned.